Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that the touch panel did not respond well during pre-use checking in the medical engineer (me) room. The customer reported that the unit was not in use on a patient. The customer contacted product support and the (me) reported the phenomenon to a dealer, and the dealer reported it to us. The phenomenon persisted despite calibration. The lower right area on the touchscreen especially did not respond well. The service technician confirmed that the touched position was misaligned with the responded position. The touchscreen needs to be replaced. Waiting for customer approval and order from customer. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The touchscreen assembly was returned for failure analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Failure analysis on the returned touchscreen was performed and no failures were identified. The customer reported problem was not duplicated.

Manufacturer narrative:
The service technician reported that responding from the touch screen was out of alignment despite calibration. Therefore, the touch screen was replaced to address the reported issue. No other anomaly was found. Overall checking, cleaning, run testing, and a function test were performed. The software was confirmed to be version 2.30.